Manufacturer narrative:
Brand name: collamer® ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. Visual inspection of the returned product found the lens was torn and the haptics were torn. The lens was returned in liquid. (B)(4).

Event description:
The reporter stated the surgeon inserted the cc4204a collamer single piece lens +22.5 diopter and the lens was noted to be damaged. The lens was removed and no patient injury was reported. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.